Event description:
Note: this event was reported to boston scientific corporation through documentation received on december 3, 2008. A hydrothermablator procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, a week after the procedure, the patient went to physician's office complaining of pain. Upon examination, a burn was noted. The degree of burn is unknown. In addition, the patient is said to be experiencing discomfort and is unable to have intercourse. The burn was treated with silvadene creme and the procedure was completed with said device. There is no further information regarding this event.

Manufacturer narrative:
The product has not been returned, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental medwatch report will be filed.